Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument data and determined that quality controls (qc) were within expected ranges on the day of the event. Siemens reviewed the instrument files and did not observe any sample flags or error messages when the discordant result was obtained. Siemens reviewed the reagent delivery and quality check in the filter data, and did not observe any significant differences between initial and repeat analysis of the sample results. The customer recalibrated the reagent, and has not had any issues. Siemens determined that there was no indication of reagent issue. The cause of the discordant, falsely low vanc result was potentially due to pre-analytical issues when the sample was initially run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the pharmacist(s). The patient was re-drawn and the new sample was repeated on the same instrument, resulting higher. On (B)(6)2018, the initial sample was repeated on the same instrument, resulting higher than the initial result. The repeat result using the redrawn sample was reported, as the correct result, to the pharmacist(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.